Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) coil of the patient¿s rv lead was exhibiting an undefined impedance level. A fracture of the rv lead was confirmed. In addition, it was reported that the patient¿s implantable cardioverter defibrillator (ICD) experienced premature battery depletion. Both the rv lead and ICD were explanted and replaced. No patient complications have been reported as a result of this event.